Event description:
Patient was implanted with the charite artificial disc at l5/21. Post-op subsidence was noted and the implant removed a week later. A surgical intervention occurred an MDR is being filed to document this event.